Manufacturer narrative:
Device evaluation summary: the proportional solenoid was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer attempted to do self-testing on the ventilator but when the unit was turned on, the unit had a "safety valve open unable to ventilate, do not use on patient" message. A service engineer (se) inspected the device and replaced the oxygen proportional solenoid (psol) valve to resolve the reported issue. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a system failure and a "not ventilated patient" alarm. The unit had generated several error codes which rendered the unit inoperative. The patient was placed on an alternate ventilator without harm or injury.